Event description:
The customer called in and reported to corporate product surveillance (cps) that on (B)(6) 2010 the interlink vented paclitaxel set, product code 2c7557, lot number r08i30018, separated underneath the drip chamber. The tubing was primed with dextrose and the secondary tubing was primed and ready to infuse a chemotherapy drug. The separation occurred almost immediately, and the leaking solution came into contact with the nurse's gloves. There was no injury or adverse event for the nurse. The condition occurred during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The condition of, tubing separated from underneath the drip chamber, was confirmed. One sample was received for evaluation. The sample was visually inspected but not removed from the plastic bag, because the sample is contaminated with a chemotherapy drug. The separated defect on this family was investigated in the CAPA (B)(4). The conclusion to the investigation found that the most probable root cause was insufficient solvent in the drip chamber to bushing bond. All identified actions were implemented and the CAPA was closed. As a preventive action the tubing and the chamber were changed in order to improve the assembly. This lot number was manufactured before this preventive action. (B)(4).